Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. The device was not returned for evaluation.however,a photo was available for evaluation. Visual observation from the picture confirms the distal tips of screw was completely broke. Notching and/or tapping are necessary when inserting the interference screw with bone-tendon grafts. The failure could be attributed to user technique issue. No nonconformances were identified for this part number, lot number combination per qlik query executed on 7/10/2019. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) via email that during a lcl tenodesis procedure, it was observed that the 23 mm x 6 mm milagro advance screw tip snapped when the surgeon was inserting into the patient with a milagro ratchet handle of the correct size. The surgeon had to retrieve the broken product from the patient during the case, then proceeded with a second like-implant without further issue. The surgical delay would have been around 3 minutes in order to remove the broken tip and insert the subsequent milagro screw. There were no adverse effects to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.